Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2: only year (1954) is known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. The following refill volumes were reported: 2020-apr-14: actual reservoir volume (arv) = 0.2 ml, expected reservoir volume (erv) 3.1 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2020-feb-25: arv: 4.6 ml, erv: 3.0 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2020-jan-07: arv: 5.0 ml, erv: 3.6 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2019-nov-20: arv: 7.2 ml, erv: 6.1 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2019-oct-10: arv: 2.0 ml, erv: 2.2 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2019-sep-10: arv: 1.0 ml, erv: 5.2 ml previous fill volume: 40 ml, previous programmed reservoir volume: 40 ml 2019-jun-07: arv: 6.9 ml, erv: 6.5 ml 2019-apr-26: arv: 8.6 ml, erv: 7.4 ml 2019-mar-15: arv: 7.2 ml, erv: 7.2 ml 2019-feb-01: arv: 7.4 ml, erv: 7.2 ml 2018-dec-21: arv: 8.6 ml, erv: 7.1 ml 2018-nov-09: arv: 7.6ml, erv: 7.2ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received in a foreign user report forwarded to the manufacturer by a foreign competent authority. The user report noted that the patient experienced clinical withdrawal symptoms for three days, with "probably changed delivery behavior of the pump." The volume discrepancy of the expected residual volume was 3.1ml and the aspirated residual volume was 0.2ml was also mentioned. It was reported that in addition to the pump replacement, the patient was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 150 mcg/ml at a dose of 86 mcg/day, dilaudid 8.3 mg/ml at a dose of 4.78 mg/day, and prialt 6 mcg/ml at a dose of 3.4 mcg/day. It was reported that during the refill procedure, they were only able to aspirate 0.2 ml instead of the expected 3.1 ml. It was noted that the patient reported experiencing underdose symptoms over the past two days. The log files were checked but there were no entries that could explain the underdose symptoms. It was noted that during the pump replacement procedure, spontaneous csf backflow after disconnecting the catheter. It was further noted that they performed a catheter test with contrast agent, and no leakage was visible and there was good spread of the agent within the csf visible. They decided to replace the pump on (B)(6) 2020 and the issue was resolved. The explanted pump was going to be returned for analysis. At the time of the report the patient status was alive without injury. No further complications were reported or anticipated.